Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. The reported air in line alarm was not identified during the evaluation, though a damaged safety clamp shim and a battery low alarm were identified. The damaged safety clamp was captured and reported in (B)(4), and the battery low alarm was captured and reported in (B)(4). A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an air in line alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.